Event description:
It was reported that the patient was no longer getting a sufficient relief. All components were explanted and the lead was discarded.

Manufacturer narrative:
Sc-1132 (sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on the day the device was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17693109,

Event description:
It was reported that the patient was no longer getting a sufficient relief. All components were explanted and the lead was discarded.